Manufacturer narrative:
This event was previously reported to the FDA on an alternative summary report (asr approval #: e2013038) which is no longer in effect. Because of additionally received complaint information, this and all further updates will be submitted through the 3500a form. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of pelvic prolapse, stress urinary incontinence. It was reported that after implant, the patient experienced pelvic pain, chronic cystitis, interstitial cystitis, bladder pain, exposure of implanted mesh, urethral mobility, adhesive disease, and retropubic space scarred. Post-operative patient treatment included laparoscopy with revision removal of prosthetic vaginal graft, removal of foreign body, laparoscopy with removal of fallopian tubes bilaterally, and posterior colpoperineorrhaphy, and cystoscopy with hydrodistention.